Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and other unknown medications via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient had "tests" done in 2009 because the pump was not helping. The hcp kept increasing the medication and trying to help the patient, but the patient ended up in a "pathetic situation." The patient was having delusional thoughts; could not recall where she was; would wake up and not be able to find the bathroom; would urinate in bed; did not recognize her family members; would scream in the middle of the night, and was taken to the emergency room (ER). The patient was in "bad condition," was in extreme pain from her back hurting, down her legs, which reportedly got worse. The pump was removed in (B)(6) 2013; catheter disintegration was discovered; "there was something with tubing." The patient had "bad damages" to vertebrae, and was out of it after surgery. Things were reportedly "not followed through correctly." The patient kept getting worse. There were things that needed to be repaired and found it was disintegrated and there was no dye test done by the hcp. The patient thought she might be losing her mind and sometimes would be so out of it, and crying because she did not know who anything or anyone was and would be taken to ER and would not know she had gone. The patient's spouse "saw how patients change happened in two to four years." The patient was losing faith in herself, and stated it was the medication that was doing it. The patient was not saying the equipment was faulty, but that the "hcp's were not watching the equipment with the medication in it." The patient reported "bad damages to vertebrae" were discovered when the hcp went in to do the surgery through a "mylegram," and "tried to correct all the pain and stuff; tube disintegrated" and the hcp "was angry and patient was so out of it; still out of it for 2 to 3 weeks after surgery because of crap in body and all over." The patient wanted to know why the pump was using so much medication and why the patient was out of it, and would call the hcp with tears. The patient was told they were at the limit of where the hcp could raise the pump. Once they took the pump out in (B)(6) 2013 things started clearing up. Further follow-up is being conducted to obtain information regarding if there was any troubleshooting or interventions performed related to the catheter issue, the cause of the catheter issue, the pump medications, and the patient outcome. If additional information is received, a follow-up report will be sent.